Manufacturer narrative:
(B) (4). The device is expected to be returned for evaluation. It has not yet been received.

Event description:
Device issue: hemostasis valve - leaks. Time of device issue: during vessel closure. Adverse event: failure to achieve hemostasis. It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of the common femoral artery after an unspecified procedure. Reportedly, after inserting the exchange sheath in the vessel, there was strong pulsatile blood flow from the exchange sheath hub. After clip deployment, bleeding continued. Manual compression was applied to achieve hemostasis. There were no reported adverse patient effects. Though requested, no additional information was provided.